Event description:
Reportedly, a pacemaker was implanted on (B)(6) 2021 as a replacement. After implantation, no pacing was visible and it was impossible to program the device to bipolar configuration, although the subject bipolar lead was implanted. A re-intervention was performed on (B)(6) 2021. During the procedure, the lead could be pulled out from the device without unscrewing. The lead was reconnected and then pulled, but during the test the connector of the lead was damaged: the pin remained in the device but the insulation of the connector was pulled out. The lead was abandoned and another pacemaker and lead were implanted.

Manufacturer narrative:
Please refer to the attached analysis report. D3 (email address,fax number) and g1 (first name, last name, email address, telephone and fax number) corrected. H6 (device code, component and method), b3, b5 and d6 corrected.

Event description:
Reportedly, a pacemaker was implanted on (B)(6) 2021 as a replacement. After implantation, no pacing was visible and it was impossible to program the device to bipolar configuration, although the subject bipolar lead was implanted. A re-intervention was performed on (B)(6) 2021. During the procedure, the lead could be pulled out from the device without unscrewing. The lead was reconnected and then pulled, but during the test the connector of the lead was damaged: the pin remained in the device but the insulation of the connector was pulled out. The lead was abandoned and another pacemaker and lead were implanted.